Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Annexectomy: "tissues sticked when the jaws opened. This annoyed the surgeon during use of the device. As I thought that the clips with the same lot number did not function, I removed the last sterile device from the surgery room to not be used (same reference, same lot)." Patient status - "ok."

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the device key of the event unit was returned for evaluation. Upon inspection, the device activation logs were reviewed, and it was noted that the device was used for 13 activations. The applied medical representative confirmed that tissue sticking was observed within the first 10 minutes of the procedure. A sample unit from the same lot was tested, and minor sticking was noted through use. Eschar buildup was noted after approximately 60 activations which resulted in moderate sticking; however, the tissue sticking in both instances was able to be corrected upon cleaning the jaws as specified in the instructions for use (IFU). The root cause of the incident experience could not be determined. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.